Manufacturer narrative:
The product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The company cartridge was not returned. A root cause cannot be determined without physical evaluation of the sample. Not enough information was provided for further investigation. It is unknown if qualified associated products were used. The instruction for use (IFU) instructs: company foldable intra ocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, during the insertion of the cartridge noticed that its tip had a slight ripple. This was not the first time this happened. Additional information has been requested but is not available at the time of this report.